Manufacturer narrative:
(B)(4) evaluation summary post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that during the liver resection procedure the instrument made a cracking sound and would not fire. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all covidien quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a liver resection, the reload did not want to complete the firing after the handle made a cracking sound. Some staples deployed even though the firing could not be completed. To correct the problem, a new reload was opened and fired on the wedge resection.